Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blue ancillary trocar broke at the tip. The procedure was completed with another device of the same product code. There was no pt consequence.